Event description:
It was reported that the customer experienced high bg levels (300-500).

Manufacturer narrative:
The device has not been returned for eval. Should new info become available a supplemental report will be submitted.